Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to the initial with information inadvertently left out. The retrieved cover was not damaged. The user did not use anti-fog agent. They did not use any chemical agent that could adhere to the distal end of the scope and/or the cover. They confirmed that the cover did not come off by pulling the cover attached to the scope. However, it was unknown whether they twisted the cover to confirm that the cover would not come off. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the suggested event occurred by the following: it is possible the covered hook at the scope tip, did not go over the hook completely. Subsequently, attachment of the cover was insufficient, the cover was easy to come off the scope. However, the root cause of the suggested event could not be specified. The event can be detected and prevented by following the instructions for use which state: "operation manual includes the detection way at chapter 4 - 4.1." "Operation manual includes the preventive measures at chapter 3 - 3.5." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device has not been returned to olympus for evaluation. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly. This report has been submitted by the importer under this MDR report number (B)(4).

Event description:
An olympus representative reported to olympus, on behalf of the customer, the single use distal cover fell off during a therapeutic procedure to remove gallstones while using the evis exera iii duodenovideoscope. It was further reported, the caps were removed using biopsy forceps. The procedure was completed in the or after trochars were placed and before a cholecystectomy was performed by a surgeon. The event did not affect the outcome of the procedure and the patient was discharged. The facility discarded the cover therefore it will not be returned to olympus for evaluation. It was determined there were two of the same events at this facility. The related patient identifiers are as follows: (B)(6) for the 1st maj-2315 (lot h22145). (B)(6) for the 1st tjf-q190v (serial# (B)(6)). (B)(6) for the 2nd maj-2315 (lot h229120). (B)(6) for the 2nd tjf-q190v(serial# unknown).